Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided.

Event description:
It was reported that stent dislodgement occurred. A 5.0mmx19mmx90cm express sd renal/biliary stent was advanced for treatment. However, during the procedure the stent came off the balloon before it was deployed. The physician removed the stent with a retrieval device. No further patient complications were reported.

Manufacturer narrative:
(B3) date of event: used the 1st day of the month of the bsc aware date as no event date was provided. Device evaluated by MFR.: returned product consisted of an express sd stent delivery system (sds) without the stent. Visual and microscopic inspection revealed that there was stent impressions on the balloon indicating that the stent was secure on the balloon. There was no damage to the sds.

Event description:
It was reported that stent dislodgement occurred. A 5.0mmx19mmx90cm express sd renal/biliary stent was advanced for treatment. However, during the procedure the stent came off the balloon before it was deployed. The physician removed the stent with a retrieval device. No further patient complications were reported.